Manufacturer narrative:
The customer reported that the bsm (bedside monitor) backlight has gone out. The bsm still able to transmit data to the cns (central networking station). Due to the bsm being out of warranty, the customer requested the part number of an inverter board to replace to see if it solves the issue. Part number 913968a given to customer for self repair. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) backlight has gone out. The bsm still able to transmit data to the cns (central networking station)

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) backlight has gone out. The bsm still able to transmit data to the cns (central networking station). Due to the bsm being out of warranty, the customer requested the part number of an inverter board to replace to see if it solves the issue. Part number 913968a given to customer for self repair. The device was never sent in for evaluation as the customer wanted to get the part number to be able to repair it on their own. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.